Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a hole in the inner shaft 2mm distal from the distal marker band. The device was functionally tested. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 8.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, on the first dilatation the balloon ruptured at 4 atmosphere for 5 seconds. The procedure was completed with another of same device. The device was removed without any problem. No patient serious injury or adverse event were reported.

Event description:
It was reported that balloon ruptured occurred. A 8.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, on the first dilatation the balloon ruptured at 4 atmosphere for 5 seconds. The procedure was completed with another of same device. The device was removed without any problem. No patient serious injury or adverse event were reported.